Manufacturer narrative:
The device was returned to the zoll (B)(4) repair depot for evaluation. The reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The smart pneumatic module was replaced as a precaution and returned to the us for evaluation. The assembly passed all testing appropriately was ultimately scrapped. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "compressor failure - 1002" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.